Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of alarm audio on their philips information center ix (pic). No injury or medical intervention was reported